Event description:
The device stopped functioning after the patient sustained a head trauma. Explantation/reimplantaion surgery was performed in 2003.

Event description:
The device stopped functioning after the patient sustained a head trauma. Explantaion/reimplantation surgery was performed in 2003.